Event description:
Customer wore a pod for about 24 hours before she realized that the cannula didn't insert in her skin. Customer's pdm read "high" (>500 mg/dl). The product was not returned for eval.

Manufacturer narrative:
A cannula that doesn't insert into the skin may indicate a problem with the needle mechanism. A pod that does not deploy properly would likely result in interrupted insulin delivery and may lead to hyperglycemia. However, because the pod was not returned, a lab eval cannot be performed to assess product condition. No malfunction can be confirmed. Pod lot qualification records were reviewed and determined to have passed all acceptance criteria. The omnipod user's guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The user guide also warns "...if you experience unexpected elevated blood glucose levels, change our pod." To avoid hyperglycemia, users should check their blood glucose "at least 4 to 6 times a day."